Manufacturer narrative:
(B)(6). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic roux-en-y and open lysis of adhesions procedure the surgeon fired the first firing and the device locked out and would not fire. He manually opened the device and fired it again and it fired correctly. An additional 5mm trocar was placed for the lysis portion of the procedure and he completed that procedure by using a different device. The surgeon completed the rouy-en-y pouch with a 60mm endo gia device. There was no patient consequence reported. The device was returned to the risk manager with no or contacts.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.